Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: did the patient experience any complications as a result of the staple found: the patient experienced no complication. Approx 2 or 3 staples from a patient¿s phlegm were confirmed by the sales rep. Some staples seemed like b-shape and the other staples were malformed.

Event description:
It was reported that a staple was found from a patient's phlegm. The patient had a pneumonectomy for pneumothorax two years ago. In the operation, the device loading a gold cartridge was used. Further information was not provided.